Event description:
During an operational inspection at the manufacturer sales office with active flow circuits, cv, and a ventilation setting of 500ml, it was confirmed that the actual tidal volume displayed on the equipment was around 420ml, which is below the allowable range error of 10%. When using the same circuit and conditions with another device of the same model, the tidal volume displayed fell within the allowable range error of 10%, so it was speculated that there were some malfunctions. The device has not been returned to the repair center of the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during an operational inspection at the manufacturer sales office with active flow circuits, cv, and a ventilation setting of 500ml, it was confirmed that the actual tidal volume displayed on the equipment was around 420ml, which is below the allowable range error of 10%. When using the same circuit and conditions with another device of the same model, the tidal volume displayed fell within the allowable range error of 10%, so it was speculated that there were some malfunctions. Upon evaluation of the device it was confirmed that although the value was within the allowable range, it was just within it. Comparison of the ventilation volume with another unit verified that the ventilation volume indicated by this device was lower than others. Since the value was within the allowable range, it does not mean that there was a failure, but based on the above results, sensor pca was replaced as prevention. Therefore, review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.